Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up, nsln episodes were observed. The patient was not symptomatic but was in chronic af and intermittent atrial undersensing was noted. Recommended programming changes. The device remains implanted.